Event description:
Caller reported that mobile app was frozen while loading a cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Caller successfully re-launched app with no further assistance needed.